Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The patient also had symptoms of fever, chills and purulent, smelly discharge coming from the incision site. Blood cultures were done and was positive for staphylococcus aureus infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.